Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up with be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was notified on (B)(6) 2017 of cervical plate removal for levels c6-7 for the following day. During the revision surgery the following day a cervical screw at c6 from the depuy slimloc cervical plate was removed and found to be broken. The other screws in the construct as well as the plate were removed with no issues. Patient consequence?: yes. Patient consequence description: tip of the cervical screw left in the patient. Action taken for procedure: none. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the slimloc screw we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.